Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking device is confirmed and was determined to be supplier related. One 20 ga x 1.0 in. Miniloc infusion set was returned for evaluation. An initial visual observation revealed some saline use residues throughout the returned infusion set. A functional test of attempting to pressurize the infusion set with water using a 12 ml syringe revealed a leak at the tubing/needle housing interface. A microscopic observation revealed the leak at the tubing/needle housing interface to be caused by the tubing coming loose from the yellow needle housing. It was observed that the adhesive around the tubing/needle housing joint was failing as the tubing could be seen pulling out of the needle housing. The cause of the leak is likely due to insufficient adhesive curing at the tubing/needle housing joint during the manufacturing process. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when puncturing the catheter (port a cath) and salinizing with the posiflush syringe, the nurse notices leaking between the probe and the connection.. There was no harm to the patient. Patient in good general condition. The exact location of the leaking was between the probe connection and the pvc pipe. A physiological solution was being used at the time of the incident as the patient was being punctured for chemotherapy treatment. There was no need for medical intervention. No other information was provided.

Event description:
It was reported when puncturing the catheter (port a cath) and salinizing with the posiflush syringe, the nurse notices leaking between the probe and the connection.. There was no harm to the patient. Patient in good general condition. The exact location of the leaking was between the probe connection and the pvc pipe. A physiological solution was being used at the time of the incident as the patient was being punctured for chemotherapy treatment. There was no need for medical intervention. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.